Event description:
It was reported that the ventilator alarmed for high pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for high pressure. The ventilator was investigated on site by our field service engineer (fse). According to the service report: the test lung had ruptures in it due to wear and tear. After replacing the test lung, the issue persist with expiratory cassette error as well. Therefore, the expiratory channel connector printed circuit board (pcb) was replaced. The provided device logs confirms the high pressure alarm. However, the last pre-use check before this alarm, had passed without any failure. The provided device logs doesn¿t show any device malfunction as it passed all the pre-use checks. If any major deviation happened to the expiratory cassette it will fail in puc. The expiratory cassette is only for measuring it will not affect the ventilation. The replaced expiratory channel connector pcb has been returned for further investigation. Simulated test use of the returned part in a ventilator passed several pre-use checks without any failure. After that, the machine was set on ventilation mode for one week. No abnormal found. Another several pre-use checks succeeded without any failure. A similar scenario has been performed at the manufacturer site using an old test lung that had ruptures due to wear and tear, it was possible to replicate the reported alarms during this scenario. The conclusion is, the reported problem could not be reproduced with the returned part and no malfunction found. Therefore, no root cause can be established.

Event description:
Manufacturer's ref.#: (B)(4).